Event description:
Patient scheduled for outpatient procedure, due to possible malfunction of pacemaker. The lead tested fine but pacemaker generator model #5610 explanted when lead was pulled from device without loosening the set screw first. Lead was tested with measurements within limits and then reattached to original device. Measurements taken again with programmer through device and problems were detected. Replacement generator implanted. No additional injury to patient. Manufacturer response for implanted pulse generator, victory sr: patient agreed to allow manufacturer's clinical representative to take device for evaluation purposes. A copy of findings was promised to patient from rep.